Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was beeping and the buttons were unresponsive. The customer¿s blood glucose was 76 mg/dl at the time of incident. Customer stated that a new battery did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump meets specification: no. No button error alarm or audio/beep anomaly noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.